Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration, extrusion. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction with two 600cc mentor memorygel breast implants and experienced bilateral device migration resulting in a device extrusion on the right side post-operatively which required surgical intervention. As a result, the patient underwent removal and replacement of the right-side device with mentor memorygel breast implant 550cc, catalog# 3505504bc, serial# (B)(4) on (B)(6) 2019. This report is for the right side device. This report contains supplemental information for mentor psr reference number (B)(4).